Manufacturer narrative:
Image review one still image was provided for evaluation. Image depicts a catheter with the inner tubing exposed and the distal section detached. A ruler is left beside the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the amphirion deep pta balloon catheter amd335210152 to treat a 70% stenosis calcified target lesion with little tortuosity and moderate calcification in the left distal anterior tibial artery, the balloon ruptured and the device tip detached after deflation. It was reported that balloon fragments and the tip remained in the patient¿s body. A 5fr sheath and a 0.014¿ guidewire were used. The balloon was inflated using a non-medtronic inflation device. After the balloon ruptured/detached, the physician stopped the procedure and monitored the patient¿s vital signs until stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.